Event description:
The customer reported the system displayed a cine drive not available error message. This would prevent the cine function from operating. There is no report of injury or death associated with the event described in the complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair info is not available.